Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung during an open lobectomy, they tried to press the green button and could barely get the jaws of the reload to open. The device was used twice before they had the problem. The surgeon thought that the tissue was thick so they put on a black reload and the same thing happened where the button would not press and they could not fire the stapler. Another handle and reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed pre-fired reload was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.